Manufacturer narrative:
On 08-dec-2015, a field service engineer (fse) replaced the injector valve for large syringe error and all were within range. No further action required by field service. The most probable cause of the reported event was the injector valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer called to report constant 706 large syringe errors, on their g8 analyzer. Troubleshooting was performed by disconnecting the sample needle tubing, but the error still persists. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.